Event description:
Reporter indicated that the pt initially had fantastic reponse to the vns implant, but has returned to pre-vns status. Lead discontinuity is suspected because the pt suffers from refractory kentucky running fits where pt starts running and runs into whatever is in pt's path, with subsequent injury. It was reported that two weeks after the event, the pt's output current was increased to 3.25ma and the pt did not feel stimulation, which is also an indication of lead discontinuity. X-ray reviewed by site revealed that the lead wire was bunched up near the generator and that lead wire could no longer be seen running from the generator to the vagal nerve. Review of x-ray by manufacturer confirmed that the lead wire was bundled near the generator and that there was a definite fracture in the lead coil near the tie down. The lead was explanted. Attempts to obtain additional info have been unsuccessful to date.